Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 33.3 mmol/l. The customer stated that the infusion set had a bent cannula and another one was leaking. The customer treated with a manual injection. Reported symptoms of high blood glucose included fatigue, urination, thirst, and a bad taste in the mouth. Upon troubleshooting, it was found that the insulin pump was working as designed. The cannula was reported not to have been inserted into the customer's body. Advised the customer to change the entire infusion set, reservoir, and insulin. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.